Event description:
It was reported that during an unspecified treatment procedure a guide wire break occurred. The target lesion was located in the anterior tibial artery (ata). The physician first treated an occlusion in the superficial femoral artery (sfa) and then advanced the v-14 controlwire guide wire through the sfa into the ata. During advancement the guide wire went into a very small collateral vessel. Resistance was encountered when attempting to remove the wire from the small vessel so the physician used mild force and successfully pulled the guide wire back. The procedure was completed with this device. After the procedure the physician observed that a small piece of the guide wire remained in the small vessel. No attempt was made to remove the guide wire fragment. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).